Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure, depression, lump/nodule, varied injuries-ndr, pain-ndr, other-medical-ndr, cancer-ndr.

Event description:
Patient's representative reported right side "recall, depression, a lump in the chest, and capsular contracture baker grade IV." Patient's representative also reported "client suffered for many years from a decrease in the hormone progesterone and estrogen, neck pain, back pain lumbar and cervical spine, difficulty concentrating; premature onset of menopause and leaky gut (permeable bowel) which are typical symptoms of the so-called breast-implant-illness (bii), and melanoma on the right leg," which are not device related. Device has been explanted and not replaced.